Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 3.1 with pocket a6 failed and required maintenance. The field service engineer (fse) replaced the cubie tray due to muscle wire was damaged, reseated and inspected all cables, cleaned the edrawer, and checked all slide bumpers. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 3.1 with pocket a6 failed and required maintenance. However, there were no delays or adverse events or injuries reported based on this event.